Manufacturer narrative:
Gtin/UDI number for item (B)(4). Lot 17015708 is 10885403236259. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion it was noted that lipids had leaked from the male luer that was connected to the filter set. The lipids were infusing through the PICC line on a nicu patient that weighed less than (B)(6). There was no patient harm.